Event description:
A letter of complaint from the mother of a child implanted with the device was received. The device had been used to provide chemotherapy to her son. In that letter, the mother alleged the catheter became disconnected from the port after nine months implant. She also reported the catheter had migrated to the right heart and was successfully retrieved. She claimed "faulty assembly" during manufacture caused the catheter disconnection.